Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing of pacemaker fusion beats. The device remains in use. It was reported that the implantable pacing lead (ipl) exhibited loss of capture, remains in use. No patient complications have been reported as a result of this event.